Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
A possible pocket fill was reported. The pa (physician assistant) filled the pump without difficulty. The pa was confident that he was in the refill port. The patient complained of feeling dizzy within 10 minutes of the pump fill. The physician went in and aspirated from pump reservoir. There was supposed to be 40 ml, but the physician was only able to get ~25ml back. The physician stated that he then went back into the port and was able to withdraw another ~5 ml with a slight blood color to it. They decided to send the patient to the hospital for monitoring. Eight hours after the suspected pocket fill the patient remained hospitalized for monitoring, but was showing no adverse effect from the possible pocket fill and required no further intervention. It was noted that the patient as not on other oral medications at the time of the event. The patient status at the time of the report was indicated as alive, no injury. On (B)(6) 2015, the physician performed a refill today under fluoro and also performed a cap study. Per the reporter, everything appeared to be functional, leading the physician to assess that an inadvertent pocket fill occurred with his pa. The patient was doing well at follow-up in the clinic on (B)(6) 2015 and reported no further symptoms from the possible pocket fill. The pump was used to deliver morphine and bupivacaine.